Manufacturer narrative:
Unit unable to download to thds due to a47 alarms found were noted on the pump alarm history screen. Unable to download history/trace files due to the a47 alarms. A47 alarms are due to the pump not having power for a long period of time. Pump monitored for several days. Unit received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that even after receiving a new battery cap but insulin pump still presenting failed battery test alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.